Event description:
It was reported by the rep that (1) hp052 was used during a laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. It was reported that the devices experienced persistent lockout during the opening of the bladder flap. The standard problem-solving techniques were used as advised by the rep yet the device continued to lockout. The surgeon used endoscopic shears to complete the bladder flap and there were no adverse pt consequences.